Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) and multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was elevated with high ketones; however, the exact bg value was not provided. The bg level was addressed with a manual injection and by the customer drinking water. Reportedly, the cartridge was cracked. A new cartridge was successfully loaded to addressed the reported events.